Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio error. Customer's blood glucose value was 9.5 mmol/l at the time of the incident. The customer was not assisted with troubleshooting. The customer stated that they tested the insulin pump and audio was not working. The customer stated that they had already performed the test and missed time to insulin pump, the insulin as the audio function was not working. The customer stated that the audio test failed. The device will not be return for analysis.